Event description:
Unit stopped cycling while ventilating a pt. No pt injury occurred. Unrelated error code occurred. The unit was swapped out. Third party service states 1777pcb and backlight inverter components replaced and the unit tested within specs.